Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the patient experienced infection. The implantable pulse generator (ipg) system was explanted and was not replaced. No further patient complications have been reported as a result of this event.